Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2019 the patient became lethargic, hard to arouse, and unresponsive. On (B)(6) 2019, the medication (lioresal) does was decreased from 1100mcg/day to 600 mcg/day. A computed tomography (CT) scan without contrast was performed on (B)(6) 2019 and was negative. On (B)(6) 2019 examination was normal. The outcome of the event resolved without sequelae on (B)(6) 2019. The patient's weight was 145 pounds. The clinical diagnosis was medication side effects. The event resulted in prolongation of existing hospitalization. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (lioresal) was related and the drug action that caused the event was discontinued drug. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (4000 mcg/ml at 600 mcg/day) via an implanted pump. The patient¿s medical history included a cva (cerebrovascular accident). The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient had a pump and catheter replacement yesterday and overnight became unresponsive with no other symptoms. The pump was programmed to minimum rate. The patient¿s hcp had questions regarding the itb (intrathecal baclofen) and wanted to speak to an itb representative so was redirected to the drug manufacturer for the drug related questions. There were no questions regarding the drug infusion system. No further complications have been reported as a result of this event.